Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue and closed as not confirmed. We manufactured and distributed in the market 4,680 units. There are 4 units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is not wound on the pack and the needle is missing). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.82 kgf in average and 0.73 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples have been received. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when the customer opened the package, there was no needle inside.